Event description:
It was reported that while using the bd facslyric¿ that there was carryover involving patient samples. The following information was provided by the initial reporter: urgent extra questions has been asked: were patient samples involved for diagnostic purposes? Yes. If so, were any erroneous results reported to the clinician? No. Was there any negative impact on patient health? No. Carry over issues seen on facslyric in mrd applications customer sees carry over in mrd applications. Even though the numbers are small they seem to pop up suddenly after a while after start of acquisition, which could be an indicator of events from the previous tube suddenly released into the tube. Since this is mrd applications it can have a huge impact on data interpretation.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ 3l10c instrument that there was carryover involving patient samples. The following information was provided by the initial reporter: urgent extra questions has been asked: were patient samples involved for diagnostic purposes? Yes. If so, were any erroneous results reported to the clinician? No. Was there any negative impact on patient health? No. Carry over issues seen on facslyric in mrd applications. Customer sees carry over in mrd applications. Even though the numbers are small they seem to pop up suddenly after a while after start of acquisition, which could be an indicator of events from the previous tube suddenly released into the tube. Since this is mrd applications it can have a huge impact on data interpretation.

Manufacturer narrative:
The following fields have been updated: b5. Describe event or problem: it was reported that while using the bd facslyric¿ 3l10c instrument that there was carryover involving patient samples. The following information was provided by the initial reporter: urgent extra questions has been asked: were patient samples involved for diagnostic purposes? Yes. If so, were any erroneous results reported to the clinician? No. Was there any negative impact on patient health? No. Carry over issues seen on facslyric in mrd applications. Customer sees carry over in mrd applications. Even though the numbers are small they seem to pop up suddenly after a while after start of acquisition, which could be an indicator of events from the previous tube suddenly released into the tube. Since this is mrd applications it can have a huge impact on data interpretation. D1: medical device brand name: bd facslyric¿ 3l10c instrument. D2a: common device name: na. D2b: medical device type: oye. D4: catalog: 659180. D4:serial #: (B)(6). D4:exp date: unknown. D4: UDI #: (B)(4). H4: device manufacture date: 01-dec-2017. H6. Investigation summary: based on the investigation results, the reported issue of carryover was confirmed and the potential cause of the customer experiencing carryover issues on the facslyric could not be determined. Applications specialists involved in the investigation recommended an extensive cleaning of the instrument before sample runs. The instrument performs within bd specifications. DHR file (B)(4) was reviewed and the instrument met all manufacturing specifications prior to release. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.